Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the insulin pump had over delivery alarm. The user alleged the insulin pump was over deliver of insulin due to taking too much carbohydrate and unable to compute the right amount. The customer treated with food for low blood glucose. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis.